Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, product lot/serial number (B)(6), implant date na, explant date na. Product ID: d-evolutfx-2329, product lot/serial number (B)(6), implant date na, explant date na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure via the right femoral access, the first deployment was too shallow at 80%, leading to a partial recapture. The second deployment was also at 80%, with measurements of 4 millimeters on the non-coronary cusp (ncc) and 0 millimeters on the left coronary cusp (lcc). The physician thought that upon full release, the valve would cant toward the inner curve driving the lcc deeper. However, upon full release, the valve did cant deeper on the lcc but also higher on the non-coronary cusp (ncc). The final position was -1 millimeter on ncc and 3 millimeters on lcc. The invasive mean gradient was 0 millimeter hg, and a dicrotic notch was present. Trace paravalvular leak (pvl) was reported. The implanters were satisfied with the final position, and no further intervention was required. No pre- or post-dilatation was performed. The site conducted its own computed tomography measurements, noting an aortic annulus of 19.1 millimeters by 22.4 millimeters, an aortic perimeter of 65.2 millimeters, and an aortic area of 330 mm².

Manufacturer narrative:
Image review: five media files were provided for review. Valve depth was 0 mm on the left coronary cusp (lcc) in the lao view. Depth assessment in the cusp overlap view was not provided therefore it is not possible to validate adequate valve depth on the non-coronary cusp (ncc). Depth assessment at the ncc is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. Furthermore, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, recapture was warranted. However, the valve was released and the subsequent angiogram showed that the final position of the valve was above the annulus but no significant aortic regurgitation/paravalvular was noted. It was reported that no further intervention was performed. The patient¿s executive summary was not provided for anatomical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure via the right femoral access, the first deployment was too shallow at 80%, leading to a partial recapture. The second deployment was also at 80%, with measurements of 4 millimeters on the non-coronary cusp (ncc) and 0 millimeters on the left coronary cusp (lcc). The physician thought that upon full release, the valve would cant toward the inner curve driving the lcc deeper. However, upon full release, the valve did cant deeper on the lcc but also higher on the non-coronary cusp (ncc). The final position was -1 millimeter on ncc and 3 millimeters on lcc. The invasive mean gradient was 0 millimeter hg, and a dicrotic notch was present. Trace paravalvular leak (pvl) was reported. The implanters were satisfied with the final position, and no further intervention was required. No pre- or post-dilatation was performed. The site conducted its own computed tomography measurements, noting an aortic annulus of 19.1 millimeters by 22.4 millimeters, an aortic perimeter of 65.2 millimeters, and an aortic area of 330 mm². Additional information was received that the during the procedure the valve was considered to remain at annular level and not dislodge.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.